Event description:
It was reported that 4 in 1 cutting block spike broke when being removed from femur.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.